Event description:
On (B)(6) 2011, it was reported that the impedance for electrodes 0-7 (extension njb065997v) were over 10,000 ohms for a few days. The impedance for electrode 8 (extension nkc001217v) was over 10,000 ohms for a few days. The leads and extensions were disconnected and the leads were directly connected to the snap lid cable. The impedances were within normal limits for all electrode settings. Both extensions were replaced. Once the njb065997v extension was replaced, the impedances were measured and showed that electrodes 0-4 were within normal limits, but electrodes 5-7 were above 10,000 ohms. The pt was programmed on electrodes 0-3 so the doctor decided to use the extension and completed the operation.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.